Event description:
It was reported that the patient wants to have the vns removed because he is paranoid about the device. The physician reported that the police were called the day prior to get the patient to leave the physician's office. The device was programmed off. The patient was tasered and sent to the emergency room. The patient was scheduled for explant. No known surgical interventions have been performed to date.

Manufacturer narrative:
.